Manufacturer narrative:
Upon investigation, it was found that liquid from medication that was administered to the patient was also in the lines of the flowsensor causing the ventilator to alarm compressor output low. The circuit has been replaced and the reported issue was resolved.

Event description:
The customer reported that the avea ventilator showed error code compressor output low during patient used. As of this time, there is no information about patient harm associated with this reported event.